Event description:
It was reported that the patient was admitted to the ICU after receiving high voltage shocks due to lead noise. An insulation breach was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.